Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported the helix would not extend during testing before implant. The lead was not used and was replaced with a new rv lead. The patient was in good condition after the procedure.